Manufacturer narrative:
(B)(4). The reported event is confirmed as the returned device was fractured. The visual inspection of the tasp exhibits signs of repeated use as well as medial side fracture. This device has an unknown frequency of use. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The root cause is attributed to the previously addressed design issue. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Tasp was returned due to instrument fracture. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It was reported that two tibial articular surface provisionals fractured. It is unknown if any pieces were retained by a patient.